Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The patient was hospitalized for the event at present and was treated with vancomycin (1 gram, intraperitoneal and frequency was not reported) and amikacin injection (100mg, intraperitoneal and once bag per day) for peritonitis. At the time of this report, patient had recovered from peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: should additional relevant information become available, a supplemental report will be submitted.